Event description:
It was reported that after 12 hourly dose of ketamine, the entire bag has infused over 1 hour, giving the patient 12 x the dose they were supposed to receive in that hour. The pump was still displaying 12 hourly infusion, and did not alarm until the line was entirely full of air, after which the patient had already received the medication overdose. No adverse patient effects were reported.

Manufacturer narrative:
Other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with fine scratches on lens. The pump event history logged was downloaded and showed that infusion on that day ran good without alarm, but the user stopped the pump for 15 minute and continue. Visual inspection, and deltec accuracy testing +0.965% were performed. The investigation ran pca 20ml with flow stop cassette and extension set accuracy was -0.55%. The customer reported problem could not be duplicated. According to the investigation, the customer reported over delivery at 173%. Investigation unable to duplicate the customer reported over infusion. Accuracy testing was within the manufacturing spec of +-3%. No further action to be taken.